Event description:
The customer reported that the battery is not holding a charge. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 120.4490 - replaced power supply board ran battery conditioning twice - passed both times performed preventive maintenance. A review of the device history record showed the device had a manufacture date of 07/23/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the power supply board. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the battery is not holding a charge. No patient involvement.

Event description:
The customer reported that the battery is not holding a charge. No patient involvement.

Manufacturer narrative:
Additional information added to a1, h10. The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.